Event description:
Additional information was received that the device was still experiencing crosstalk oversensing and there was post-paced t-wave oversensing (pptwos) on the device. The device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, crosstalk oversensing was detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.